Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident and current blood glucose level was 59 mg/dl. Nurse also stated that blood glucose level dropped to 41 mg/dl. Customer experienced sweating, confusion. Because, of low blood glucose. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer treated with glucose tablet. Product will not be returned device for analysis.